Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the lead noted that the insulation was wrinkled and the rate/sense conductor coils were offset approximately 42-43 centimeters from the terminal pin. An attempt to pass a stylet through the lead's lumen was not successful due to the rate/sense coil offset. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the stylet was unable to be fully inserted into the lumen. As a result, this rv lead was extracted and successfully replaced. No adverse patient effects were reported.